Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via a social media post that the customer passed away in 2016 as they could not afford their insulin. The cause of death was unknown. The caller did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely not wearing the insulin pump at the time of death. The insulin pump had been disconnected in an unknown time period prior to passing. It is unknown if the customer was using sensors. The reporting party mentioned that the customer's insulin pump died suddenly during the night. The customer woke up in diabetic ketoacidosis and was rushed to the hospital and survived that episode. The caller did not state whether they agreed or declined to return the insulin pump for analysis, as they could not be located with the available information.